Event description:
Following the modular cable and system controller exchange, the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log files. Review of the submitted controller event log file captured a driveline communication fault alarm, associated with com_a_fault flags, active on (B)(6) 2026. No other notable events or alarms were captured. The alarm did not affect the controller's ability to operate the pump at the stored patient speed for the duration of the submitted log files. Provided information indicated that the alarms resolved after exchanging the system controller and the modular cable. The controller was exchanged at the same time as the modular cable. It was also noted that the exchanged controller would not be returned for analysis, however the modular cable was returned and evaluated under the modular cable investigation. Although evaluation of the returned modular cable confirmed an issue that would have contributed to the reported driveline communication fault alarms, a correlation between heartmate 3 system controller, serial number (B)(6), and the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, and heartmate 3 patient handbook, rev. B are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline communication faults and yellow wrench symbol with onset in the early morning. The patient went to the hospital, and the driveline communication fault was cleared. The alarm reappeared. The patient would return to the hospital for modular cable and controller exchange on 15jan2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.